Manufacturer narrative:
The delivery device with the stent on the balloon was received and a hypotube fracture and shaft kink were observed. The returned catheter exhibited a hypotube fracture located 23.5 centimeters distally from the edge of the strain relief. The catheter also exhibited a shaft kink located 64.5 centimeters proximally from the distal tip. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this inicident. Visual and microscopic examination of the material surrounding the shaft kink did not reveal any inherent material deficiencies that would have contributed to the formation of the shaft kink. The cause of the original kinks or the subsequent hypotube fracture could not be determined. There are no similar complaints of this nature related to this batch number. The manufacturing records for top assembly batch 9039358 have been reviewed and no issues or discrepancies were found.

Event description:
Reportable based on the analysis completed on 01/09/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x16mm taxus express2 drug eluting stent failed to inflate. However, the returned product revealed that there was a shaft fracture. The device was safely removed and another of the same device was used to successfully complete the procedure. No patient complications were reported and the patient condition is listed as satisfactory/good. Additional information has been requested, but has not been received.